Event description:
Found during test. According to the reporter, the device sometimes will not turn on when it is plugged into ac power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently fail to power on when the "on" button was pressed and the device plugged into ac. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.